Event description:
It was reported that the patient had expressed a concern of the device stating that the device was emitting audible tones and feeling symptoms from this. Further information was requested however, was not provided.